Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on an unknown date a locking compression plate was used in a femur case. Approximately nine months after the implantation, the plate was then removed on (B)(6) 2014. The screw in the most proximal hole was so tight that it could not be unscrewed. The surgeon had to use a carbide drill to break the screw head in order to remove the plate. The surgeon shaved the area around the affected screw with the use of hollow reamer and tried to unsuccessfully remove the screw with an extraction bolt. The surgeon then used a smaller extraction bolt owned by the hospital to complete the screw extraction. There was no residue left in the patient. There was a report of a thirty minute surgical delay. This report is for an unknown locking screw. This report is 1 of 3 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown locking screw. Implanted on unknown date about 9 months prior to explant. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.